Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system delivered insufficient insulin due to a leaking and damaged connector on a contact detach infusion set, resulting in elevated blood glucose with a peak of 408 mg/dl until the set was replaced, after which glucose returned to range. Symptoms included hyperglycemia without associated signs of dka, dizziness, loss of consciousness, or other acute complications. Outcomes included no need for emergency care, hospitalization, professional medical intervention, or assistance from others. Investigation included troubleshooting and education, verification of blood glucose trends, and confirmation of resolution after supply change. Investigation of this case revealed a connector leak consistent with a damaged infusion set component causing impaired insulin delivery, which resolved with replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the infusion set connector leading to underdelivery of insulin.